Event description:
¿Patient was intubated, increased awakening noted and desatting on monitor. Rn attempting to place propofol on b braun space pump. Tubing primed on pump as per b braun instruction, air bubble alarm continuously noted. Patient was desatting and bucking vent due to the sedation not being able to be started within a reasonable amount of time, requiring prn dose of fentanyl. Tubing that was primed on first pump was moved to an alternate pump which then worked without issue. Patient safety event report placed - this is the second occurrence of the same situation that occurred this week. The previous pump was pulled out of service for biomed inspection. When the situation occurred earlier this week it was not on a drug that was critically time sensitive as this event - a patient safety event was not placed for the situation, only a service request for the pump to be looked at.¿ manufacturer response for infusion pump, infusomat (per site reporter). Bbraun is investigating the air in line issues.